Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety device malfunction and the needle came out of hub with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: contributor when use the device (bd insyte autoguard bc - 20gax1.16"), after the puncture and fire the safety device to the needle retraction, the needle came out from the bottom of the hub.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that safety device malfunction and the needle came out of hub with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: contributor when use the device(bd insyte autoguard bc - 20gax1.16"), after the puncture and fire the safety device to the needle retraction, the needle came out from the bottom of the hub.